Event description:
In (B)(6) 2013, the surgeon performed a right side si joint fusion on the patient placing three ifuse implants. The patient's pain was resolved initially but new radicular pain presented approximately five months later later. Some gastroc muscle atrophy was noted upon examination and a CT scan revealed that the cephalad implant had breached the s1 neuroforamen. In (B)(6) 2014, the surgeon performed a revision surgery to remove the breaching implant. There was heavy bone growth on the implant that required 30 minutes of "chipping away" with an osteotome followed by 15 minutes of hard hammering on the removal tool to finally remove the implant.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 154275, expires 2018-03; ifuse implant, p/n 7050-90, lot# 8175003938014, manufactured 08/21/12, expires 2015-10; ifuse implant, p/n 7070-90, lot# 157758, manufactured 05/17/13, expires 2018-05.